Manufacturer narrative:
The reporter could not determine the source of infection or determine if viaspan or an alternate source contributed to the transmission of the zygomycetes. Without a lot number or complaint sample for this complaint, an investigation into the specific circumstances surrounding the manufacture and testing of the lot cannot be conducted. The following general statements can be made concerning all product lots. Viaspan is manufactured and packaged by another country's MFR. Barr receives a certificate of compliance and certificate of analysis with each batch sent from another country's MFR. All batches are manufactured, packaged, tested, and released in accordance with cgmp, current approved procedures, and analytical specifications. Deviations, if any are approved and closed prior to release. If additional information becomes available, a follow up report will be submitted.

Event description:
Zygomycetes infection [zygomycosis]. Case description: information was received regarding two patients who developed zygomycetes infections two weeks after kidney transplants from the same donor. Viaspan (belzer uw) cold storage solution was used to store the kidney, and both transplants were performed in the same hospital. It was reported that it is unknown whether viaspan or an alternate source contributed to the transmission of the zygomycetes. No additional information was reported. This case is cross referenced to case, 3003568924-2009-0001.